Event description:
After this device was implanted, it was reported that every attempt to interrogate the device resulted in a communication error message. Programming files were reviewed and it was concluded that the reported behavior resulted from an overwriting of parameters with unexpected values in device memory. The parameter values were corrected using the elaterm progamming system and the device interrogated successfully and remains implanted. Note: this was originally reported on a device defect report; however, ela medical rec'd a letter from FDA stating this should be reported as on MDR. This is being filed late due to ela medical getting a complete understanding of the reporting requirements.

Manufacturer narrative:
The analysis review of production history records showed that this device was in specification when it was released. The programming files showed that the programming head software was the cause of the reported behavior. The origin of the reported behavior was the result of the programming head software. Newer versions have been improved to prevent a reoccurrence of such an event. Please see the attached analysis for complete details.